Manufacturer narrative:
This report is for an unknown. Cable/ wire/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Investigation summary: complaint summary: it was reported that on (B)(6) 2020, the patient underwent removal of titanium trochanteric fixation nail system (tfn) and cables due to painful hardware. The titanium cannulated trochanteric fixation nail (tfn) nail was removed successfully. A portion of the unknown cables remained in the patient. It is unknown if there was a surgical delay. There was no patient consequence reported. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for painful hardware could not be confirmed based on the image provided. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/ or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of titanium trochanteric fixation nail system (tfn) and cables due to painful hardware. The titanium cannulated trochanteric fixation nail (tfn) nail was removed successfully. A portion of the unknown cables remained in the patient. It is unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) unk - cable/wire. This is report 2 of 5 for (B)(4).